Manufacturer narrative:
The root cause of the high rv continuity of the coil is most probably a df-1 connection issue: oversensing and abnormal measurements have occurred on the rv coil normal pacing/sensing values and curves (bipolar), no oversensing on bipolar egm device replacement 4 months ago a lead fracture cannot be excluded with certainty since the subjected lead is not available for expertise. This case is retained and utilized for trending purposes.

Event description:
Reportedly, the coil impedance alert is greater than 3000ohms on smartview remote monitoring. During the in-clinic follow-up, the coil impedances were measured several times, performing maneuvers and various arm positions, and the impedances always returned normal values. Possible bad coil connection or damaged lead?

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, the coil impedance alert is greater than 3000ohms on smartview remote monitoring. During the in-clinic follow-up, the coil impedances were measured several times, performing maneuvers and various arm positions, and the impedances always returned normal values. Possible bad coil connection or damaged lead?